Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a significant hypoglycemic event identified by cgm readings after a supply change earlier that day, with the patient asserting they disconnected from the body during the cartridge/tubing fill and did not fill the tubing while connected. Symptoms included cgm-reported low glucose without patient-reported hypoglycemia symptoms. Outcomes included no medical intervention, no hospitalization, and no alarms or alerts reported. Investigation included a clinical follow-up call and review of user-reported handling of the supply change and cgm data context. Investigation of this case revealed that the cause of the reported hypoglycemia remained unclear, with no evidence of device malfunction or alarm behavior and no confirmatory fingerstick obtained. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.